Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with a 400cc smooth mentor memorygel breast implant has experienced postoperative bilateral granuloma and right-sided silicone gel bleed, indicated in MRI findings. The patient underwent bilateral breast MRI on (B)(6) 2019 due to history of left breast pain and swelling for one month. As a result, the patient underwent explantation without replacement on (B)(6) 2019. This medwatch report is for the right-sided implant. Refer to manufacturer report number 1645337-2019-24976 for report on the contralateral device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).